Event description:
The customer alleged that the cot dropped and tipped while being unloaded from the ambulance with a pt onboard. No injuries were reported.

Manufacturer narrative:
The service tech examined the cot and found it to be performing to specification. The customer could not determine if the safety hook had engaged the safety bar.